Event description:
It was reported the programmer had difficulty obtaining telemetry, with all devices. The rf head was replaced, but the problem persisted. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the event of intermittent telemetry with the device. The pc board was found to be out of electrical specification.